Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Expiration date and manufacture date are unknown, no information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bivona flextend 4.5mm ped uncuffed trach tube flange broke, causing patient to decannulate. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.